Event description:
It was reported the patient had an infection at the time of explant surgery and was discharged with oral antibiotics.

Manufacturer narrative:
This report is submitted on 29 january 2021.

Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (mobile internal screw). The device was explanted under a general anaesthetic on (B)(6) 2020. There are plans to re-implant the patient.